Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an overdischarge was suspected. The last time the patient successfully charged was in (B)(6) 2017 due to unrelated medical issues. The representative was going to see the patient for this issue on the day of the call. The indication for use was non-malignant pain. Additional information received from the manufacturer representative reported that the cause of the overdischarge was that the patient did not charge. A trickle charge was attempted to resolve the issue. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the device couldn¿t be trickled charged and was at end of service (eos). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said that no further actions were planned at this point to resolve the eos. The rep noted that it will potentially be replaced but as of now there was no plan. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient had their replacement today.